Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.999 mg/day) and bupivacaine (20 mg/ml at 5.999 mg/day) via an implanted pump. The patient¿s medical history was chronic back pain. The indication for pump use was non-malignant pain. The patient reported that sometime before thanksgiving in 2021 (exact date unknown) she turned around too quick and lost her balance resulting in a fall to the floor. Since then, she had increased pain, but no other symptoms. On (B)(6) 2022 a catheter access port procedure was performed, and the catheter was found not patent (could not aspirate). The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the patient turning around to quick and losing her balance. The patient was being scheduled for a catheter replacement/revision surgery. The surgery was planned but not yet scheduled. The issue was not resolved and the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.